Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID 978a128 lot# va2bzvr implanted: (B)(6) 2021 product type lead product ID. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. . Patient has an xray in dec 2021 to check the lead. Patient said something about the wiring had become dislodged and no one knew why because the patient hadn't had any falls or trauma. Patient had the lead replaced no further complications were reported/anticipated at this time.

Manufacturer narrative:
MFR report #: 3004209178-2021-12669 for report of revision. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that ever since the patient had pocket revision surgery on july 23rd (see related event for revision), they had lost therapeutic effect. The doctor did not mess with the lead wire, so they were not sure why they would have such a change in therapeutic effect. They were back to having urgency and would stand up and barely have time to get off the bed and would start peeing. They had increased amplitude and could feel it. Sometimes it was almost uncomfortable, but not bad enough to decrease it. This had not improved therapeutic effect. It was reviewed how to change programs and the patient changed from program 3 to program 4, and adjusted amplitude to a comfortable level. They had an appointment with their managing physician scheduled for next week, and also planned to text their manufacturer representative. It was recommended they monitor their symptoms and follow up with the physician if not resolved.